Event description:
Pursuant to info received from the physician, the pt was bilaterally implanted with combination gel mammary prosthesis on 7/4/90. Subsequently, it was noted that the pt had developed capsular contracture and autoimmune symptoms. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.